Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat1401 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient had been accepting chemotherapy since the catheter placement and all was normal. It was found that liquid leakage occurred during the catheter maintenance on the first day after the third chemotherapy. The catheter was then withdrawn from the patient's body slowly. It was found that liquid leakage occurred near the puncture site and that there were cracks 41 cm away from it on the catheter. The catheter was then trimmed and connected with an extension tube for treatment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The sample terminated between the 42 cm and 43 cm depth markings. Usage residues were observed and the extension tubing markings were worn. Two partially circumferential splits were observed near the distal end of the sample. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. Microscopic inspection of the splits revealed sharply defined split edges. The splits were vaguely u-shaped. Surface mechanical damage was observed in the vicinity of the splits. The splits exhibited coarse striations. The split features and surrounding gouges and scoring marks were typical of damage caused by contact between the complaint sample and a metallic instrument(s). The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿